Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed on (B)(6) 2011. The patient had mentioned that they had developed symptoms and had received treatment a couple of years ago. It is unknown why the patient is contacting lfs now, when the alleged issue with the meter happened a couple of years ago. The patient had they had obtained results of 300-400 mg/dl and was exhibiting symptoms of feeling nausea, vomiting and was sweating. The patient claims symptoms occurred the same time as testing. The patient went to the physician's office; however, was not tested on another device and was treated with oral medication. While troubleshooting it was noted that the test strips and control solution was expired. Using expired products can lead to false blood glucose readings. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, why the patient was contacting lfs now about the event, and what their current readings have been on the meter. The complaint is being reported since the patient alleged that due to the alleged high readings, the developed symptoms suggestive of a serious injury and had to receive medical attention.